Event description:
The customer reported that this bsm unit was not showing anything on the display. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this bsm unit was not showing anything on the display. According to the customer, the monitor appeared to still be working correctly as vitals were still flowing to the central nurse's station (cns) normally. Also, hard keys beeped as if interacting with the unit, just not showing on the display. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/22/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 08/25/2025 I called darrell to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for darrell to call me back with this information. Attempt # 3: 08/27/2025 I called darrell to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for darrell to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H4 device manufacturer date. H11 additional manufacturer narrative.

Event description:
The customer reported that this bsm unit was not showing anything on the display. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this bsm unit was not showing anything on the display. According to the customer, the monitor appeared to still be working correctly as vitals were still flowing to the central nurse's station (cns) normally. Also, hard keys beeped as if interacting with the unit, just not showing on the display. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 08/22/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 08/25/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for darrell to call me back with this information. Attempt # 3: 08/27/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for darrell to call me back with this information. The following fields are not available (n/a) to this report: h4 device manufacturer date.